Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the thread at the tip of the implant holder broke while implanting the cage during a surgical procedure on (B)(6) 2015. The fragment of the thread stuck to the cage, so the cage was switched with a substitute instrument. A surgical delay of five (5) minutes was noted. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: april 15, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigations have shown that the tip of the implant holder is indeed completely broken off. The thread tip stuck in the synfix-lr implant. It is likely that too much mechanical force during insertion (possible while instrument repositioning occurred) of the implant has led to this damage. The broken surface is homogenous which indicates material conformity as well. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.